Event description:
According to the advocate, the customer received a blood glucose reading of 130mg/dl on the contour next ez. Afterwards, she bent over to feed her cat and fell to the floor. A few hours later her daughter found her still lying on the floor. Paramedics were called and they ran a blood test on her. The reading was over 600mg/dl. She was started on an IV, taken to the hospital and given blood pressure medication. She was not given any diabetes medication. Replacement strips were sent to the customer. A mailing label was sent to her for the return of her strips for evaluation.